Event description:
On (B)(6) 2014, the customer reported that this right ventricular (rv) lead displayed pacing impedance measurements in the 200 ohms range. Additionally, noise was observed, along with low intrinsic amplitude. Tech svs was consulated and discussed. The pt was brought in for a lead revision and the existing rv lead was surgically abandoned. A new lead was implanted without issue. No adverse pt effects were reported during the procedure. The lead was actively implanted for approximately 12 years, 9 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported during the procedure. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.